Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination found no issues with the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 222mm distal from the distal end of the strain relief and multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 24 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, while negotiating the lesion, the shaft of the stent broke. The device was completely removed from the patient's body by manual removal and the procedure was completed with a 3.5 x 24 promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 24 x 3.00 (B)(6)¿ drug-eluting stent was advanced to treat the lesion. However, while negotiating the lesion, the shaft of the stent broke. The device was completely removed from the patient's body by manual removal and the procedure was completed with a 3.5 x 24 (B)(6)¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.